Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device was alarming and the screen was blank, but it still was ventilating the patient. It was further reported that no patient harm occurred.

Event description:
It was reported that the device was alarming and the screen was blank, but it still was ventilating the patient. It was further reported that no patient harm occurred.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. The log entries show that the device went into safety mode on february 24, 2025 at 03:06 pm. At 03:08 pm the device was back in operation mode. Based on the information available it can be determined that there is a persistent solid-state disc error which caused the blank cockpit screen of the device. The ventilation continued as specified during the event. If the disk drive is not accessible for the microprocessor system, the safety software initializes a warmstart of the cockpit c500. If the disk drive is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. The ventilation is not affected by a warmstart of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the secondary oled-display located on the ventilation unit wherein the user can see the on-going ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.